Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 50ml concentric luer lock syringe there was an issue with tip of the syringe being damaged deformed so it could not be used. The following information was provided by the initial reporter, translated from french to english: the tip of the syringe is broken at the screw thread, so it is impossible to use. It was necessary to change the syringe.

Manufacturer narrative:
Investigation summary: one sample was provided to our quality engineer for investigation. Upon visually inspecting the sample, damage on the barrel thread was observed. A device history record review found no non-conformances associated with this issue during production of lot 1908256 . The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. A project has been initiated to look further into this incident reduce the occurrence of this defect. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that before use of the bd plastipak¿ 50ml concentric luer lock syringe there was an issue with tip of the syringe being damaged deformed so it could not be used. The following information was provided by the initial reporter, translated from french to english: the tip of the syringe is broken at the screw thread, so it is impossible to use. It was necessary to change the syringe.